Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v382104, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v382104, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturer representative reported that the device was not working as well as the trial and as time went on, it got worse. The patient further reported that the healthcare professional (hcp) believed the leads may have moved. The patient didn't want to have surgery and wanted to wait to have the battery replaced to fix the leads. The patient also stated that she believed the battery was still good as when she turned it up, she could still feel it but was going to schedule an appointment for later this year to have it reevaluated again. No symptoms were reported. The event occurred during use and the indication for use was urinary dysfunction/sacral nerve stimulation. Further follow- up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she had no idea what led to the possible lead movement. She had not changed her activities since she had the device placed. The doctor told her to be careful for 2 weeks following the placement and she was careful for 6 weeks (she is a retired nurse). She previously had an exercise trampoline but she was told she could not do that so she got rid of it. She was told, she could walk or jog but she mostly walked and jogged a little. The patient was pretty active with yard work, garden etc. She had gone in to see the doctor and when it was tested, they found some wires were impeded. The programs were changed and she was to test all four for a month. So far, there was not a lot of change but she was maybe a little better.